Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) due to a break in the pump tubing and a tear in the right cylinder body. The device had stopped working for the past six months. No patient clinical consequences were reported.